Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during a posterior pole surgery, the air infusion system-fluid air exchange with the white tube with filter in the end from the cassette 25g did not work. When the air infusion was activated in the device nothing reached the patient's eye. The cassette was changed and the surgery was completed. Patient was not affected. Additional information provided clarified that the cassette passed all the tests before surgery and liquid infusion was used all the time during the surgery. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. The auto infusion valve (aiv) manifold was tested on a system console. The sample could prime, tune and pass intraocular pressure (iop) calibration successfully. During functional testing the pressure was incrementally increased until the valve actuated. The sample was found to be non-conforming due to the higher than expected cracking pressure. The customer should be reminded that the directions for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer¿s complaint is the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage).